Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a skin irritation due to the device. There is no alleged device malfunction. The patient's physician provided an ointment for the irritation. Medical outcome of the skin irritation is unknown.